Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, the physician's thumb slipped off the thumb advancer. The physician began again advancing the thumb advancer and when approximately 80% of the sheath was split resistance was felt. The safety release button was successfully depressed and the starclose se device was removed from the patient anatomy. The clip was visualized as the clip delivery tube was advanced into the tissue tract; however, the clip delivery tube never made it into the tissue tract. Hemostasis was achieved using manual compression. Once the device was removed from the patient's anatomy the "2" was manually pushed back into the view box to try and advance the thumb advancer outside the anatomy; however, resistance was felt again reaching the same point in the deployment of the thumb advancer. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.